Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a particulate matter was observed on the fill port and fill port caps of nine (9) 500ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags. This was observed prior to use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H4: device manufacture date: (B)(6) , 2020 - (B)(6) , 2020. H10: nine (9) actual samples were received for evaluation. Unaided visual inspection was performed along with magnification with fill port caps removed which observed particulate matter (pm) inside five (5) samples only; loose pm observed in the fill port connector of three samples and pm in the fill port cap of two of the samples. The reported condition was verified in five (5) samples; however, not verified in the remaining four (4) samples. The cause of the condition could not be determined. This issue is being further investigated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.